Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 generator to resolve the issue. The system was tested and verified as ready for use. Isi did receive the e-100 generator to perform failure analysis and the investigation. The e-100 generator was installed onto a test system and manually power cycled three times. The e-100 generator powered on with no issues each time. A vessel sealer extend (vse) instrument was installed onto the generator with a saline dipped gauge in the jaws. The e-100 generator was fired with the yellow pedal/sync activation and cut/seal about 100 times. The e-100 generator worked as intended without any issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the e-100 generator shut down and had to be power cycled. The customer had a message display on the screen that they needed to clear the jaws of the synchroseal instrument. The customer installed a new instrument and the message returned. The procedure was completed. No known impact or patient consequence was reported.